Event description:
It was reported that during implant procedure, after trying the first left ventricular (lv) lead for many attempts that it failed to reach the ideal target vein position. It was able to enter the position but the parameters were abnormal, including high impedance and diaphragmatic stimulation and phrenic nerve stimulation were noted. The lead was removed and a second lv lead was attempted with the same result as the first lv lead. This lead was also removed and a different lead was successfully implanted. Additionally, it was also noted during the implant procedure that the right ventricular (rv) lead had dislodged after being screwed in during the procedure, subsequently, the lead tip could not be screwed in and out normally. The lead was removed and a differently lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.